Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that, the prograsp forceps instrument tip moved abnormally. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed. It was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additionally, the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.089¿ - 0.317¿ in length and were not aligned with the tube axis. Hairline cracks were found on grip and pitch input disks. The complaint was not confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the issue was noted during central processing.

Event description:
Refer to h10/h11 for follow-up information.